Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic lobectomy surgery, after firing, when unloading the reload from the adapter, a broken piece came off the reload was left inside the adapter and it was impossible to introduce a new reload. Opened a new adapter to complete the procedure. There was no patient injury.